Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the lab. Repeat analysis was performed. The test results were within the normal range. The initial erroneous result was reported out of the lab. While there is no report adverse event or serious injury related to this event, it is unk whether there was a change to pt management.

Manufacturer narrative:
Samples were collected in lithium heparin plasma tubes with a gel separator and centrifuged for three minutes at 8000 in a statspin centrifuge. An aliquot of the original sample was run in an insert cup. Exact size of the insert cup was not provided. Quality control (qc) was within the customer's established ranges prior to and after the event. A routine system check was performed on (B)(4) 2009 and passed within instrument specifications. There were no error messages posted to the event log. On (B)(4) 2009, the field service engineer performed the verification protocol, no issues were noted. Performed a 20 replicate precision test using the low level cardiac qc material; all results were stated to be "ok." Root cause was not identified. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and october 23, 2010 of complaints for add'l reportable events.